Event description:
The pt's husband called in stating that he would like his wife's 16 remaining infusion sets exchanged for a different infusion model due to her experiencing tears at the luer lock, air bubbles in the tubing and elevated blood glucose of 350 mg/dl. He stated that she had symptoms of nausea, blurry vision, queezy feeling and lack of concentration. He stated that his wife would bolus or give herself an insulin injection to lower her high blood glucose. No medical attention was necessary. The product is being returned for evaluation.

Manufacturer narrative:
Issue described to agency.